Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted n eurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the recharger is not connecting to recharger app and the battery indicator lights keep flashing up and down in sequence while recharger is in the dock. Caller indicated this is a brand-new recharger that they planned to use for a case tomorrow. Caller stated they saw an error (unknown what code) but the screen said to hold button down for 20-30 seconds - caller did this and is still having the same issue. Tech support (tss) had caller reboot handset and attempt to reset recharger. When trying to reset the recharger, as long as the caller held down the power button, the lights would flash in sequence and then turn off and then come back on flashing and then turn off - appearing to come on and turn off in a cycle. No tones were ever heard when trying to reset the recharger. Tss had caller attempt to connect to recharger with app but app showed "not found" and the recharger wasn't doing anything. The issue was not resolved through troubleshooting. The caller was redirected to return recharger to repair and contact customer service for a replacement. Another rep reported the wireless recharger battery status light continuously flickers and it doesn't turn off unless it's docked. Tried to reset the device on and off the dock, but nothing worked. Rep left in on the dock for an hour before taking it off. The issue was not resolved through troubleshooting.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.